Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached unknown values, while not wearing the pod. The patient found cannula had not deployed as intended.

Manufacturer narrative:
The pod was received undeployed. A drive stall was noted in the data at the end of second prime. The pod was reset and made to undergo priming and a bolus. Once the ratchet gear returned to its original position, the hook talons could not catch the ratchet gear teeth, and the ratchet gear did not move. The hook talon on the bottom ratchet gear could be seen sliding over a clear plastic on the ratchet gear teeth. When the ratchet gear was removed from the pod, the plastic could be seen wrapping around the center of the ratchet gear. The plastic on the ratchet gear caused interference between the hook talons and the ratchet gear teeth, creating a drive stall and preventing the needle from deploying.